Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 4 of 2025 for the sapen xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) number for a 29mm edwards sapien 3 transcatheter heart valve is 00690103194364. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid valve replacement procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, valve embolization occurred 0 days post-implant with no details regarding the cause of the valve embolization or what, if any, intervention was required. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 of 2025 for the sapen xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valves. Multiple events were identified to have occurred outside of tvt guidelines. This event was a serious injury that involved tricuspid valve device embolization, 0 days post-implant of a 29mm sapien 3 valve.